Event description:
It was reported that patient was getting stimulation in their left leg until the lead was revised on the first of the month. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qca1, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).